Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The indeflator leaked in the space behind the dial causing air to get into the device. A new same device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.